Event description:
Procedure: wedge resection. Reportedly, each instrument was fired on lung and each instrument cut but did not staple. Profuse bleeding occurred. Patient was transfused with 3 units. Surgeon over-sewed all the staple lines. Patient status currently unknown.